Manufacturer narrative:
Root cause: use error: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the contact changed the date inadvertently. Tandem technical support assisted contact in correcting the date on the pump. There was no reported impact to the customer blood glucose levels.